Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, h6 MDR section codes updated/corrected: b, c, d the revision reported may be the result of the subluxation as reported or the observed prosthesis wear. However, the subluxation cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, the patient complained of their shoulder subluxing. The patient was revised to a new glenosphere, liner and locking screw. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0; (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.